Event description:
Partial jacket retraction. Upon retraction of the jacket for deployment, only partial retraction was achieved, exposing the hooks. Further deployment was not possible and the system was removed with the hooks exposed. No pt injury was reported.